Event description:
Facility reports the bag leaked at the port of the bag after vapor phase freezing during thaw of the product. The cells were washed, however, the cells were tested gram stain negative and infused to the pt. Info related to engraftment is not available at this time, however, reports indicate that the pt did not require medical intervention related to the incident.